Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is an attorney.

Event description:
The patient reports friction and wear between the metal head and metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood, tissue, and bone surrounding the implant. As a result, patient has been experiencing severe pain, discomfort, and inflammation in his left thigh and groin. Patient also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Additionally, it is alleged that patient will likely need to undergo revision surgery to replace the implant. Update ad 01 may 2018: added head and stem due to previously alleged large amounts of toxic cobalt-chromium metal ions. Updated part and lot numbers of the impacted products. Added patient's dob and lawyer in the associated contact. Doi: (B)(6) 2005; dor: none reported (left hip).